Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted due to infection, and also inability to interrogate the device. The patient had apparently shot himself with a crossbow about a month ago, and were unable to interrogate when they tried. An x-ray was performed, where the system appeared intact. A new ICD system was implanted about a month later. No adverse patient effects were reported.